Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer stated that they running high while on insulin pump therapy. Customer stated that they currently in the hospital for cardiac testing. Customer stated that they was experiencing high blood glucose because of bent cannula. The insulin pump will be returned for analysis.